Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient presented with a surgical site wound dehiscence at an unspecified time following breast reduction surgery. It is assumed that the patient was returned to surgery for repair. No further details were provided.